Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for two patients, on two separate event dates, involving the unicel dxc 600i synchron access clinical system. This report is one of two referencing the patient on the event date noted. The customer retested the patient¿s sample on the original and alternate access 2 system and obtained lower results, within the normal reference range. Per laboratory protocol, the initial result was released from the laboratory, and an amended report was issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The patient's sample was collected in a 4 ml heparinized plasma tube and centrifuged in a statspin express centrifuge. The sample was approximately ten minutes old prior to analysis. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected the analytical module for damage, dirt, and debris as well as the rest of the analyzer; no issues were noted. The fse inspected the main pipettor; no issues were noted. The fse verified all system temperatures and operation of internal fans. All temperatures were within range and all fans were operating within specifications. The fse verified the operation of the ultrasonics and discovered that the high voltage was out of specifications low. The fse adjusted the elevated voltage back within specifications. The fse verified all alignments and performed a level sense wet/dry test to verify ultrasonic performance, which was within instrument specifications. The fse performed a high sensitivity system check which failed. The fse discovered bubbles in the wash pump upon priming the system and replaced the seals and o-rings for the pump and valve and re-primed the system. No bubbles were noted upon priming. The fse completed dispense probe and aspirate probe volume checks which passed within instrument specifications. High sensitivity system check also passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00999.